Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had inaccurate readings with the sensor. Customer's blood glucose would be 247 mg/dl and their sensor glucose would read 314 mg/dl. Customer also had sensor error alerts. The customer also reported they were hospitalized and required the paramedic's intervention on (B)(6) 2015 for low blood glucose. The customer reported having a reaction to insulin on (B)(6) 2015. Customer's blood glucose declined to 33 mg/dl during this incident. Customer stated the paramedics were called, but the customer refused a glucagon shot for treatment. The customer also reported on (B)(6) /2015, they were on the floor screaming. The customer was advised to go consult with a healthcare provider. The customer also reported their blood glucose declining to 45 mg/dl in another incident while they were at work. The customer's blood glucose was 247 mg/dl at the time of the call. The insulin pump will not be returned for analysis.